Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on their one touch ultramini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is classified based on the initial call placed by the patient on (B)(6) 2011. The patient mentioned that on (B)(6) 2011 at 7:34 and 7:36 she had tested her blood glucose and obtained results of 59 mg/dl and a result of 219 mg/dl. Readings were less than 20 minutes from one another. At an unspecified time after testing, the patient had developed symptoms of her tongue tingling, poor vision and "was not responding to all questions". The patient was not tested on another device. Due to the alleged issue, she self-treated with soda and juice to elevate her blood glucose and did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. No further clinical information as provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, how soon after she developed symptoms and how long her symptoms lasted. The products were replaced and requested back for investigation. Lfs has received the products back from the patient and obtained the following information. A quality control test was done with the subject test strips that came back with the meter and the test strips failed on the high end when using the control solution. The complaint is being reported since the patient alleged that the due to the alleged erratic readings, she developed symptoms and had to self-treat with juice.

Manufacturer narrative:
The 510(k) # k061118.